Event description:
The manufacturer's foreign associate reported that during preventative maintenance of the device, the central control monitor displayed an error message and failed to boot up. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Investigation in process, but not yet complete.